Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was exposed to fluid and its screen was not responsive and keypad was unresponsive. The customer's blood glucose level was 4.4 mmol/l. The customer was assisted in troubleshooting. The customer was advised to revert to back up plan. The customer was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electrical board especially around the battery connectors. Unable to perform the displacement, and self tests due to the critical pump error. Device received with a short crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.